Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Patient medical history includes, but is not limited to: aaa. Medications include, but are not limited to: aspirin, atorvastatin, and metroprolol succinate.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm and was implanted with endurant aaa stent graft system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, the patient underwent reintervention to treat a disconnect of the endurant stent graft that had been used as the bridge graft to the iliac branch component (ceb) and to treat a new right internal iliac artery aneurysm (rciaa). Two contralateral leg components were used to reline and close the gap from the disconnect and a gore® viabahn® vbx balloon expandable endoprostheses was implanted to treat the rciaa. The patient tolerated the procedure with good results.